Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: the actual device was not available; however, two retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sets underwent a push-pull, air passage, and underwater leak testing and the set performed according to product specifications. Both the samples underwent traction test and the samples withstood the minimum required force. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set leaked during patient infusion. The infusion was gradually adjusted from 50ml/hour to 180ml/hour over an unspecified amount of time. About 10 minutes after the 180 ml/hour rate, the connection port of the device was disconnected and the solution leaked out. The device was removed immediately and replaced. The device contained an unspecified chemotherapy solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.